Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed moisture and it was alarmed pump error as well as had a blank display. The customer¿s blood glucose level was unknown at the time of the incident customer stated that they dropped the insulin pump on the floor many times so the insulin pump received motor error alarms. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.